Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complant. The sub assembly lot history record was reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complant. The complaint sample was returned for evaluation and the following was observed. The catheter was returned in one piece. The sheath and the guidewire were not returned. There is a 1.7cm drawn down section located 7.2cm from the distal tip. The glue is within specification, no more than 1mm into the cone. The od at the glue is approximately .087". Currently there is no specification for this. The balloon was inflated in the patient. Deflation of the balloon was unsuccessful due to the fact that the shaft had been drawn down. The drawn down section of the balloon catheter would have made deflation difficult if not possible. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The catheter did not deflate completely due to the stretched section of the shaft. The exact cause of the complaint is unk. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the ballooon does not leak. If the stretched section occurred during the manufacturing process it would have been detected during this inspection. Corrective action has been opened to address this complaint type. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Balloon would not deflate completely.